Manufacturer narrative:
Additional information received on rtg0380366 determined that the information captured in manufacturer's report number rtg0347041 is from the same event. All follow up reports will be submitted under this report number. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that since pump replacement 7-8 weeks ago, the hcp never got the patient to a therapeutic dose, and other people come in with needles and fill it up instead of their hcp. The patient noted that other the other people cannot increase the medication because they were not the patient's doctor. The patient became emotional and tearful, and stated "they have to start all over again. So they have to understand why I'm in pain. I have no life. I can't get anything done. The pain is constant." The information provided suggests the patient's symptoms were due to normal titration and may therefore be ruled-out per reg18310 as there was no allegation made against the mdt device and no allegation or reasonable suggestion that the therapy was not being delivered as intended and prescribed by the patient's physician. There was no allegation that the device was not functioning as intended. Therefore, this information does not meet the criteria of a complaint per the complaint assessment decision tree in 027-wi185.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was receiving hydromorphone (dosage/concentration was not available) bupivacaine (dosage/concentration was not available) via an implantable pump. The indication for use was non- malignant pain. It was reported that the patient stated, ¿my pump broke in 2 places and when it put it back in 2 places¿, it was broken for four months, so there was no therapy for four months. The patient was taking oral medication. The patient went into the clinics on (B)(6) 2022. The amount of medication she was given by healthcare provider (hcp) was 3.5 mg in liquid form. The problem had never got me to a therapeutic dose, and other people come in with needles and fill it up instead of the hcp. They could not go up on it because they were not my doctor. The hcp lives in ohio, so he leaves from ohio on friday at 11 and comes back sometimes in monday, his time was limited. ' when agent inquired about event date, pt became emotional and tearful, and stated '. They replaced the pump seven to eight weeks ago, it was broken. So, they had start all over again. The patient was in pain. The patient said ¿I have no life and I could not get anything done.¿ the pain was constant.